Event description:
It was reported that the programmer spontaneously powered down and rebooted. It was noted that there were no patient issues and that the programmer has done this twice in the past. The programmer was returned for service. No patient complications have been reported as a result of this event.

Event description:
It was reported that the programmer spontaneously powered down and rebooted. It was noted that there were no patient issues and that the programmer has done this twice in the past. The programmer was returned for service. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: analysis was unable to confirm the customer comment that the programmer spontaneously powered down and rebooted. No other anomalies were found. (B)(4).

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: product ID 2067 radiofrequency programmer head. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.